Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as september of 2024. Additional information: b2: outcomes attributed to adverse event, b5: additional narrative, g3: date received by manufacturer, h6: impact code, method, results, conclusions. This follow-up report is being submitted to relay additional information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient had pain while using the device. The pain went away when the patient removed the device. It was later reported that within 20 minutes of treating on the first day, the patient experienced tremendous pain about 4 inches from where her sutures are and when walking. The pain level was a 10 on a scale of 1 to 10 with 10 being the highest. The pain is deep and not at the surface of the skin. The patient stated that she spoke to her surgeon who advised her to take the device off temporarily. No medications were prescribed. It was noted that the patient has an appointment to see the surgeon on (B)(6)2024. The patient¿s husband also inquired if the device could cause muscle spasms. It was later reported that the patient only used the device for one day and the next morning when she woke up, she suddenly felt terrible pain on the side where the spinalpak device was. The patient contacted their doctor and sales representative and both advised to stop wearing the unit. The patient did not treat again with the device.

Event description:
It was reported that the patient had pain while using the device. The pain went away when the patient removed the device. It was later reported that within 20 minutes of treating on the first day, the patient experienced tremendous pain about 4 inches from where her sutures are and when walking. The pain level was a 10 on a scale of 1 to 10 with 10 being the highest. The pain is deep and not at the surface of the skin. The patient stated that she spoke to her surgeon who advised her to take the device of temporarily. No medications were prescribed. It was noted that the patient has an appointment to see the surgeon on (B)(6) 2024.. The patient¿s husband also inquired if the device could cause muscle spasms.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.